Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported 8100 was not obtaining a channel ID was not identified during the customer call. However, to address the issue, tech support recommended to send module for flat rate repair.

Event description:
It was reported that the 8100 was not obtaining a channel ID. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available additional information: imdrf annex a, c, g codes and manufacturer narrative. Note that imdrf annex a13, c0401, d15, and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the 8100 was not obtaining a channel ID. There was no patient involvement.